Event description:
It was reported via international mallinckrodt medical facility (canada) that the trach head cracked on two (2) size 6 cfn, cuffless fenestrated tracheostomy tubes. Limited info regarding the reported events was available. It is unknown how long the devices were in use or what type of device maintenance was practiced. There was one (1) pt involved with no reported pt compromise. Two 6cfn outer cannulae were returned to the MFR on 5/16/97 for analysis and investigation.